Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint from the united states reports a broken insert post . This has become a legal complaint and all information will come through the legal department. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but when the clinically relevant materials are later received, then the case may be re-opened for further evaluation. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a patient had an insert fracture. The serious injury has not been treated yet, but it was notified that an upcoming revision surgery is planned for this patient. The patient current state of health is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.